Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure. It was noted that the cable was damaged and it was replaced to resolve. It then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced telemetry failure during a patient check; a different rf head was used. Initial analysis noted that the rf head cable was damaged. The cable was replaced, and the rf head has been returned for testing. No patient complications have been reported as a result of this event.